Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number 3006705815-2021-02808. It was reported that the patient's leads had migrated, causing ineffective therapy. In turn, surgical intervention may take place to address the issue.